Manufacturer narrative:
The unit was received from the field for eval. Refer to eval # (B)(4) - could not duplicate malfunction (test 002). Upon internal inspection, no defect was detected. The DHR for microtip lot 18413-06 was reviewed and showed that the units met mfg specs when released and there were no issues related to the complaint. (B)(4).

Event description:
Plastic tip from microtip that connects to saline bag connected in usual fashion. Priming successful. When foot pedal depressed to ensure cutting device makes proper cutting sound, error on screen indicating check needle. Attempt made to prime micro tip again with same message noted on screen. Pt was already on the procedure table microtip switched out for another that did work.